Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure upon removing the cannulation jagwire from the common bile duct and scope, the tip of the jagwire detached. A fluoroscopy confirmed that the tip of the jagwire remained in the patient's common bile duct. The site has stated that a retrieval attempt was made in april (with no specific date) the physician didn't find anything left in the duct and stated "the detached tip of the jagwire migrated out of the duct and everything was fine." There were no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of tip detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.